Event description:
Per received report: during coil repositioning and prior to any detachment attempt with the use of the detachment control box (dcb), unintended detachment occurred in the microcatheter. Part of the coil was pushed back into the aneurysm with the exception of approximately 2 cm of the coil which hung out of the aneurysm. As a result patient was prescribed with tirofiban plavix and aspirin.

Manufacturer narrative:
Upon receipt of the returned unit, visual and functional evaluations were performed. Visual examination revealed the coil was not returned. Detached blue material was observed inside the outer surrounding of the resistive heating coil. The detachment fiber did not receive heat, but appeared to have been mechanically severed. Without the return of the coil, the root cause of the unintended detachment reported could not be determined. The major contributing factor to the unintended detachment occurred during repositioning with the coil detaching during retrieval. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design or quality concerns. A search of our field surveillance database yielded no other complaints of this type with this lot.